Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: a review of the black box showed frequent low battery warnings. The rewind, load, and prime steps were performed successfully. The electrical current draws were tested and were within specifications. The battery compartment was cracked alongside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.